Event description:
It was reported that the system displayed a stator not on error. This error will likely cause the system to shut down un-commanded, which would result in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier needs to be replaced. The customer canceled the service call.